Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description air in line alarm. Detailed inquiry description was hanging IV antibiotics through the pump and the air bubble alarm went off. Had primed tubing through pump while flicking y port to expel out all air bubbles. I also rechecked and pulled out the tubing from the pump and shook out all air bubbles several times. No air bubbles were noted and air bubble alarm kept going off. Package lot number for IV pump tubing is lot #0061902125. No injury reported.